Manufacturer narrative:
The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the surgeon noticed a partial piece of the force bipolar instrument tip was missing. Upon visual inspection, the piece could not be found. The piece was found on x-ray. After a 41-minute delay, the piece was removed, and the case was completed robotically.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was found to have a broken grip tip at the grip base of grip tip. A piece approximately 0.1850" x 0.5885 " was found to be broken off. The broken piece was not returned with the instrument. The instrument was found to have a broken molded insulator and conductor wire at the distal end. The broken pieces were not returned. Common causes of broken instrument grips-tips include damage to the instrument while performing ¿off-label¿ surgical applications, such as needle bending, needle driving and/or suture snapping, or instrument mishandling. Grip-tip fragments may result if the metal injection molding (mim) is not properly retained by the overmold (om) during use. Additional observation related to customer complaint: the instrument was found to have a broken molded insulator at the distal end. The broken piece was not returned measuring roughly 0.3325" in size. Components adjacent to this broken molded insulator did show damage. The grip was broken. The root cause is attributed to the user. Additional observation related to customer complaint: the instrument was found to have a broken conductor wire at the distal clevis. The broken conductor wire was due to the broken grip tip. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use.